Manufacturer narrative:
Based on the information gathered, the fenestrated forceps instruments were mentioned to be associated with the intra-operative complications, but no products are being returned for evaluation. Therefore, the root cause of the customer reported intra-operative incident cannot be determined. This medwatch report (patient identifier: (B)(6) is submitted for the serious injury intraoperative complications associated with the use of fenestrated forceps instruments. A separate medwatch report (patient identifier: (B)(6) is submitted for the death reported in the same article. Separate medwatch reports (patient identifier: (B)(6) are submitted for other serious injury operative complications mentioned in the same article for different instruments. Article citation: takase y, miyajuma m, chiba y et al. Causes and management of intraoperative complications in robot-assisted anatomical pulmonary resection for lung cancer. J thoracic disc jul-01-2022. View this article at: https://dx.doi.org/10.21037/jtd-22-553. Section a2 age: the patient demographic information specifically for each event was not available. The study population included: age (years), median [range]: 69[34-85]. Section a3 gender: the patient demographic information specifically for each event was not available. The study population included: males (72), females (62) section d10 concomitant devices: cadiere forceps, fenestrated bipolar forceps, maryland bipolar forceps, vessel sealer extend (vse) instruments and an endoscopic camera were used. Additionally: dobon (senko medical instrument mfg, tokyo, japan) was used as a blood suction and was connected to a 10-fr tube, and the tube is connected to the wall suction unit. The console surgeon can grasp the dobon using the robotic forceps.

Event description:
During review of a literature article involving da vinci assisted robotic procedures titled, ¿causes and management of intraoperative complications in robot-assisted anatomical pulmonary resection for lung cancer¿ the following events were reported. A retrospective, single-institutional study evaluated the first 134 patients who underwent robotic-assisted pulmonary resection between april 2018 and jun 2021. Among those patients, 118 underwent lobectomy and 16 underwent segmentectomy. Five patients experienced common terminology criteria for adverse events (ctcae) grade 1 intra-operative complications associated with the use of fenestrated forceps instruments that required medical intervention. One of the patients (no. 8 in table 3) that underwent right upper lobectomy was reported to have sustained a pulmonary vein injury. The right upper pulmonary vein was sandwiched between and injured by the fenestrated forceps and a maryland bipolar forceps. Hemostasis was achieved with pressure on the bleeding point using a roll gauze and application of a fibrin sealant sheet patch (tachosil®). After hemostasis, the proximal side of the upv was divided using a robotic stapler. Patient no. 12 (in table 3) who underwent right upper lobectomy was reported to have a right middle lobe injury, caused by a fenestrated forceps that was outside of the field of view during the sealing test. Another patient (no. 13 in table 3), who underwent left lower lobectomy was reported to have sustained a segment 3 injury also by fenestrated forceps that were outside of the field of view during the sealing test. Both injuries were managed by suture with pericardial fat pledgets. Patient no. 14 (in table 3) who underwent right upper lobectomy experienced an injury to the distal side of the pulmonary vein (v2t) by fenestrated forceps during tunneling of a minor interlobar fissure after stapling of the upper pulmonary vein. It was managed by sealing the proximal side of the pulmonary vein with a vessel sealer extend (vse) instrument. Patient no. 17 (in table 3) who underwent right lower lobectomy sustained an injury to the basal pulmonary artery where the bleeding was controlled within one minute using pressure hemostasis and surgicel cotton.